Event description:
It was reported that the pump intermittently stopped delivering insulin for an unspecified reason. Customer continued to use the pump for insulin therapy. There was no reported impact to the customer's blood glucose level. Customer declined follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.